Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microlance¿ needle, the device experienced foreign matter within the fluid path. The following information was provided by the initial reporter. The customer stated: description = presence of a foreign body, unopened packaging.

Event description:
It was reported when using the bd microlance¿ needle, the device experienced foreign matter within the fluid path. The following information was provided by the initial reporter. The customer stated: description = presence of a foreign body, unopened packaging

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 304622 and lot number 211011. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture of the affected sample was returned for evaluation by our quality engineer team. Through examination of the picture, brown foreign matter was observed on the needle hub, confirming the reported issue. Regrettably, without the physical sample, we are unable to confirm the origin of the foreign matter.